Event description:
During product evaluation, failure code 814:04 was identified in the pump¿s event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary: the condition of failure code 814:04 was confirmed in the pump's event history file during product evaluation. Inspection of the device found that this failure code was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.